Event description:
It was reported that the patient presented in clinic for a normal follow up. Diagnostic imaging revealed externalized conductors. Patient was asymptomatic. Variation in low pacing lead impedance was noted. The lead was capped and replaced. No further information available.